Event description:
Journal reference: kumar k, taylor rs, jacques l, et al. The effects of spinal cord stimulation in neuropathic pain are sustained: a 24-month follow-up of the prospective randomized controlled multicenter trial of the effectiveness of spinal cord stimulation. Neurosurgery. 2008;63(4):762-770. After randomizing 100 failed back surgery syndrome patients to receive spinal cord stimulation (scs) plus conventional medical management (cmm) or cmm alone, the results of the prospective randomized controlled multicenter trial of the effectiveness of spinal cord stimulation showed that scs offered superior pain relief, health-related quality of life, and functional capacity. Patients were followed for 24 months. Reportable event: infection or wound breakdown occurred in 4 patients, 2 required surgical intervention. See MFR report # 2182207200808498.